Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was not working. The consumer stated that the device was implanted years back. No patient symptoms were reported and there were no complications. Indication for use is unknown.